Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The conductor wires were intact and undamaged. An additional observation not reported by site was that the instrument's pitch cables were loose, but not visibly broken at the wrist. The pitch input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed to find one grip cable broken near the clamping pulley cable groove. The clamping pulleys exhibited white residue around cable grooves. Other backend cables were not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument, it was noted that the wires at the tip of the instrument were broken/torn up. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.